Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2020. The lens was implanted, removed, and replaced intraoperatively with an alternate lens and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).